Event description:
A consumer reported via a manufacturer representative that the implantable neurostimulator (ins) was prematurely depleting and the patient was recharging at a high frequency. The recharge interval for the ins was less than two days. The patient stated that after adjustments to therapy, the recharge time decreased. The patient was using therapy with high values. The cause of the event was unknown. Troubleshooting included interrogating the ins to detect any type of problem in the system. Nothing was found during the interrogation. The ins was programmed to 0+ , 1+ , 2-, 3+ at 4.8 v, 300 usec, and 250 hz on the left side and 8+, 9-, 10-, 11+ at 6.0, 300 usec, and 250 hz on the right side. Therapy impedance was measured to be within normal limits, but some electrode combinations were out of range on the right side. The following high impedances were measured on the right side: c-8 = 6148, c-9 = 5995, c-10 = 5371, c-11 = 5930 ohms. The ins was typically charged for 1.5 hours every 0.4 days. The ins was not be charged to 100 percent full. No surgical intervention was taken or planned and the patient was alive with no injury. The issue was not resolved at the tim e of this report. The patient's indication for use is parkinson's disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the cause of the recharge interval was determined and the health care provider (hcp) said it had nothing to do with the programming applied. The patient did not experience any symptoms, but the inconvenience of total dependence on the equipment. Additional actions included a system integrity check with the clinician programmer and patient programmer. The patient was receiving effect therapy.